Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified radial vein artery. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified radial vein artery. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be fully inflated due to a shaft leak. The markerbands and tip of the device were visually examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 8mm proximal of the proximal markerband. The shaft was noted to be damaged.